Event description:
The hcp reported that the pt had poor symptom control and that one of the contacts had greater than 2000 ohms impedance. The physician tested the lead and determined that it was working fine. The implantable neurostimulator and extension were explanted in 2007, returned to the MFR for analysis, and replaced.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.